Event description:
Complainant alleged that the staff was analyzing a pt's (age and gender unk) heart rhythm, but that the device incorrectly analyzed the rhythm. The complainant alleged that the device inappropriately advised the clinician to shock a non-shockable pt heart rhythm. There was no indication from the complainant of any adverse effects to the pt as a result of the reported malfunction.